Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding clinician programmer. It was reported that the healthcare provider (hcp) saw the error message "service code 338" in the synchromed application. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting: ¿found device in airwatch pushed update for communication manager, pds, synchromed and a few other apps that needed to be updated apps updated without any issues confirmed that "adaptive battery", "put unused apps to sleep", and "auto disable unused apps" were turned off in settings informed rep that the issue is still being investigated informed rep to close out of apps when they are done being used informed rep to restart the tablet informed rep to call back for replacement if error messages appears more frequently.¿ the issue was not resolved. There were no patient or healthcare provider involved in this event. Additional information was from a healthcare provider (hcp) via a company representative (rep) stated that they are troubleshooting with the technical service. However, the troubleshooting did not make difference.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial #: unknown and product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810 and serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software h6: corrected eval conclusion code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.